Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation was received on 26-may-2016. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: tubes and uterus/perforation (uterus) - uterus and omentum') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder in 2004 and pelvic pain. Concurrent conditions included arthritis since 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),") and abdominal pain upper ("stomach cramp/pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("painful cramp/ chronic cramp"), endometriosis ("endometriosis") and back pain ("lower back pain"). The patient was treated with oxycodone, tramadol and surgery (salpingectomy on (B)(6) 2011, hysterectomy on (B)(6)2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, female sexual dysfunction, abdominal pain upper and back pain outcome was unknown, the dysmenorrhoea was resolving and the abdominal pain lower and endometriosis had resolved. The reporter considered abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, endometriosis, female sexual dysfunction and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2012: results: migration of essure device. Ultrasound scan: on an unknown date: results: essure plugs. Diagnostic results: finding: normal-appearing endometrium, normal appearing tubal ostia, essure placement of the left side 3 coil remaining, essure placement on the right side with no coils remaining. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: tubes and uterus/perforation (uterus) - uterus and omentum') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder in 2004 and pelvic pain. Concurrent conditions included arthritis since 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),") and abdominal pain upper ("stomach cramp/pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("painful cramp/ chronic cramp"), endometriosis ("endometriosis") and back pain ("lower back pain"). The patient was treated with oxycodone, tramadol and surgery (salpingectomy on (B)(6) 2011, hysterectomy on (B)(6)2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, female sexual dysfunction, abdominal pain upper and back pain outcome was unknown, the dysmenorrhoea was resolving and the abdominal pain lower and endometriosis had resolved. The reporter considered abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, endometriosis, female sexual dysfunction and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: results: migration of essure device. Ultrasound scan - on an unknown date: results: essure plugs. Diagnostic results: finding: normal-appearing endometrium, normal appearing tubal ostia, essure placement of the left side 3 coil remaining, essure placement on the right side with no coils remaining. Most recent follow-up information incorporated above includes: on 4-mar-2020: fu 6 and 7 processed together. Plaintiff fact sheet received : severity of abdominal pain upper added. Event ¿back pain¿ added. On 6-mar-2020: fu 6 and 7 processed together. No information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she had part of the coils remaining in the right cornua') and uterine perforation ('migration of essure device location of device: tubes and uterus/perforation (uterus) - uterus and omentum / additional coils that were in the abdomen') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder in 2004 and pelvic pain. Concurrent conditions included arthritis since 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),") and abdominal pain upper ("stomach cramp/pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("painful cramp/ chronic cramp"), endometriosis ("endometriosis") and back pain ("lower back pain"). The patient was treated with oxycodone, tramadol and surgery (salpingectomy on (B)(6) 2011, hysterectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, female sexual dysfunction, abdominal pain upper and back pain outcome was unknown, the dysmenorrhoea was resolving and the abdominal pain lower and endometriosis had resolved. The reporter considered abdominal pain lower, abdominal pain upper, back pain, device breakage, dysmenorrhoea, endometriosis, female sexual dysfunction and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant dates: (B)(6) 2006 and (B)(6) 2006. Discrepancy noted in essure explant dates: (B)(6) 2011 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: results: migration of essure device. Ultrasound scan - on an unknown date: results: essure plugs. Diagnostic results: finding: normal-appearing endometrium, normal appearing tubal ostia, essure placement of the left side 3 coil remaining, essure placement on the right side with no coils remaining. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she had part of the coils remaining in the right cornua') and uterine perforation ('migration of essure device location of device: tubes and uterus/perforation (uterus) - uterus and omentum / additional coils that were in the abdomen') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder in 2004 and pelvic pain. Concurrent conditions included arthritis since 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),") and abdominal pain upper ("stomach cramp/pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("painful cramp/ chronic cramp"), endometriosis ("endometriosis") and back pain ("lower back pain"). The patient was treated with oxycodone, tramadol and surgery (salpingectomy on (B)(6) 2011, hysterectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, female sexual dysfunction, abdominal pain upper and back pain outcome was unknown, the dysmenorrhoea was resolving and the abdominal pain lower and endometriosis had resolved. The reporter considered abdominal pain lower, abdominal pain upper, back pain, device breakage, dysmenorrhoea, endometriosis, female sexual dysfunction and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant dates: (B)(6) 2006. Discrepancy noted in essure explant dates: (B)(6) 2011 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis on (B)(6) 2012: results: migration of essure device. Ultrasound scan on an unknown date: results: essure plugs. Diagnostic results: finding: normal appearing endometrium, normal appearing tubal ostia, essure placement of the left side 3 coil remaining, essure placement on the right side with no coils remaining. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event added: device breakage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: tubes and uterus/perforation (uterus)") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea cramping),"), abdominal pain lower ("painful cramp/ chronic cramp"), abdominal pain upper ("stomach cramp/pain") and endometriosis ("endometriosis"). The patient was treated with tramadol, oxycodone and surgery (salpingectomy on (B)(6) 2011, hysterectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, female sexual dysfunction, dysmenorrhoea and abdominal pain upper outcome was unknown and the abdominal pain lower and endometriosis had resolved. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, endometriosis, female sexual dysfunction and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: migration of essure device ultrasound scan - on an unknown date: essure plugs most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Medical device removal and device complications were deleted since more specific information was provided. Events added as apareunia (inability to have sexual intercourse), migration of essure device location of device: tubes and uterus dysmenorrhea (cramping), pain, perforation (uterus), stomach cramp, endometriosis, chronic cramps. Historical, concomitant condition and relevant lab data were added. Essure therapy dates provided, essure model updated to 205. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.